Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (displayed a service code) was confirmed. As received, the monitor displayed service code 110 (overvoltage cleared no energy). The cause of the service code was isolate to corrosion on components l1 and c5 on the computer analog board. The cause of the corrosion was liquid contamination. The root cause of the liquid contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor displayed a service code.